Manufacturer narrative:
The cobas c 513 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 results from fifty-three (53) patient samples tested on the cobas c 513 analyzer. The following are examples of discrepant results from five (5) patient samples: patient sample 1 the initial result from the analyzer was 7.5%. The repeat result from another c 513 analyzer was 5.5%. Patient sample 2 the initial result from the analyzer was 10.6%. The repeat result from another c 513 analyzer was 5.2%. Patient sample 3 the initial result from the analyzer was 13.4%. The repeat result from another c 513 analyzer was 8.8%. Patient sample 4 the initial result from the analyzer was 8.5%. The repeat result from another c 513 analyzer was 6.1%. Patient sample 5 the initial result from the analyzer was 9.4%. The repeat result from another c 513 analyzer was 5.6%. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. On the field service engineer's (fse) initial service visit, he inspected the analyzer and determined that a damaged solenoid valve and a dirty liquid detection sensor had caused the event. He replaced the solenoid valve, cleaned the sensor, and adjusted the cell levels. He verified the analyzer's performance with instrument checks. On the fse's follow-up service visit, he performed further system verification. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.